Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause was unknown, and the patient was in hospice. It was noted that the patient had months of progressive right ventricular failure with multiple admissions for intravenous diuretics. The patient made the decision with palliative care and family to deactivate the left ventricular assist device (lvad). It was reported the outcome was not device or therapy related. There was no lvad malfunction noted at time of deactivation. The device was not explanted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.